Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance measurement greater than 125 ohms. Additional information was received indicating that the system continued to exhibit high out-of-range shocking lead impedance measurement and this has been an ongoing issue. The patient is scheduled to have a device check and the field representative will send an update as soon as the commanded shock will be performed. At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.